Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34 mg/dl resulting in a hospitalization. Cause of bg was not known; customer suspected the pump or supplies may have caused the low bg. Prior to hospitalization, the customer had increased the pump's basal rate to address bg. Intravenous therapy and food was received as treatment in the hospital. At the time of the report the customer remained in the hospital. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.